Event description:
The monitor does not give audible tones when an alarm limit is reached. Device was being used on a pt at the time of the event. There was no adverse pt outcome as a result of this event.